Manufacturer narrative:
The biomedical engineer reported that an arrhythmia alarm at the central nurse' station (cns) was delayed for about 5 seconds after the waveforms indicated that the patient was experiencing an arrhythmia event. The nihon kohden's technical service agent advised that this will happen if the arrhythmia setting is set to alarm at a certain number of seconds after the event takes place. The customer now understands why the monitor does not immediately alarm unless it is configured to do so. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the bsm was used in conjunction with the cns, but did not experience a failure. Attempts to obtain the following information were made, but not provided: bsm - model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that an arrhythmia alarm at the central nurse' station (cns) was delayed for about 5 seconds after the waveforms indicated that the patient was experiencing an arrhythmia event.

Event description:
The biomedical engineer reported that an arrhythmia alarm at the central nurse' station (cns) was delayed for about 5 seconds after the waveforms indicated that the patient was experiencing an arrhythmia event.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at wyoming medical center reported the cns-6201a (pu-621ra sn: (B)(6)) was taking five seconds to alarm after a patient waveform has an arrhythmia. Service requested: troubleshooting/assistance. Service performed: per nka clinical application specialist (cas): I directed the customer to their arrhythmia settings. We discussed asystole (for instance) with a setting of 3 seconds. This means the monitor will alarm 3 seconds after an asystole event is detected. We also visited other parameters as well. He now understands why the monitor does not immediately alarm unless it is configured to do so. No further assistance needed. Investigation result: the root cause is determined to be user education needed on device functionality and settings. The reported issue is not suspected to be caused by a malfunction or deficiency of the cns. Investigation conclusion: the root cause is determined to be user education needed on device functionality and settings.